Event description:
During a zero-p procedure at c3-c4, surgeon was able to insert plate and 3 of the 4 screws with no problems. There was not enough room on the pt's anatomy to place the screw correctly, therefore, the 4th screw was not inserted. Thi is one of two reports for this event.

Manufacturer narrative:
Device not explanted. The mfg records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.